Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error occurred during bolus or basal. The customer¿s blood glucose level was 194 mg/dl. Customer was clear the alarm. Customer stated drive support cap appeared to be loose. Customer stated that motor error occurred more than once in the last 30 days. The device will not be returned for analysis.